Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated by zoll manufacturing corporation. The evaluation included incoming functional testing and a review of downloaded software flag files on the day of the treatment event. The device passed all functionality testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files confirmed that the monitor reset after delivering a pulse. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors that may intermittently propagate on the main battery wire on the monitor c/a board. Real-time review PMA supplement s064 for a design change to address this issue was submitted to FDA on 07/06/2015. An "approvable" but on hold letter was received on 09/11/2015. Device manufacture date: monitor sn (B)(4): 01/25/2011 - reuse; electrode belt sn (B)(4): 03/24/2014 - reuse. The patient was in a treatable arrhythmia prior to the treatment and a life-sustaining rhythm after the treatment occurred on (B)(6) 2015. The patient passed on (B)(6) 2015 while not wearing the lifevest. There is no indication that the pulse reset caused or contributed to the patient death.

Event description:
A us distributor notified zoll that a patient experienced a defibrillation event on (B)(6) 2015. At 07:20:33 a treatable ventricular tachycardia (vt) rhythm was detected. A review of the available flag data indicates that the device delivered a defibrillation shock around 07:22:32am. The lifevest monitor reset following the treatment. Prior to the treatment the patient was in a treatable arrhythmia. The immediate post-shock rhythm is unknown as the ECG data was not available. The device was shutdown at 08:29:21. At 08:42:51 the device was powered on and the ECG data revealed that the patient was in a life-sustaining rhythm of sinus bradycardia at 40 beats per minute. The patient did not wear the lifevest after (B)(6) 2015. The patient later passed away on (B)(6) 2015 while not wearing the lifevest.